Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the pump was explanted after 1 year, 9 months of support and the patient is doing well. The patient reportedly had hemolysis. No further info was provided to the MFR.

Manufacturer narrative:
Root cause for the reported event of hemolysis could not be determined through this evaluation. An examination of the sealed inflow conduit, the sealed outflow graft, and the outflow elbow revealed no evidence of depositions or thrombus formations. An examination of the pump¿s blood-contacting surfaces upon disassembly, revealed a small deposition within the proximal side of the outlet stator, adjacent to the bearing ball. Although the origin of this deposition and the duration in which it was within the pump could not conclusively be determined, its size and structure suggest that it is unlikely that it contributed to the reported event. The pump was cleaned and the disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the percutaneous lead did not reveal any discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions and the device functioned as intended. The instructions for use lists hemolysis as a possible adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The MFR is attempting to acquire the device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.